Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.